Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 54 mg/dl at the time of the incident. The customer was given intravenous glucose to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the pump will be replaced. The customer also reported a blank pump display that was not resolved by troubleshooting. The insulin pump will be returned for analysis.